Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/24/2020. The following information was requested and obtained: did the glass penetrate the user¿s skin? No further information is available. What was done to treat the shard penetration? No further information is available. Was medical or surgical intervention required? No further information is available. Was there any special diagnostic test performed? No further information is available. What is the status of the surgeon injury today? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and topical skin adhesive was used. When cracking the glass ampule, the outer applicator also cracked. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.